Manufacturer narrative:
Investigation: the investigation was carried out visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found a bent shaft. Additionally we made a visual inspection of the fracture surface. Here we detected a crack. Furthermore we discovered misaligned jaw parts. The instrument was additionally inspected by the quality assurance of the production department. Batch history review: the device quality and manufacturing history records have been checked for the lot number (52425316) and found to be according to the specificaiton, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard and DHR files, a material defect and production error can be excluded. Investigations lead to the assumption that the breakage, bent shaft and the misaligned jaw parts were caused by an improper handling due to a mechanical overload situation. There is the possibility of torsion or high leverage with the instrument. Additionally according to the report of the quality assurance of the production department: "due to the faulty image (broken jaw part and bent pull rod), the stress is assumed to be too high and possibly a repeated use of the single use instrument. Due to the high load, it came to a break of the jaw part, at the weakest point. The jaw parts are manufactured using the mim process. As a matter of routine, a binding test of the mim jaws is carried out at the supplier as well as during the incoming goods inspection. This was unobtrusive." No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "during a laparoscopic cholecystectomy procedure on the gallbladder the tip broke off the device." An xray was performed to locate the broken fragment, the outcome of the xray showed that the right upper quadrant surgical drain in situ. The bowel gas pattern is normal. No features of bowel obstruction or hollow viscus perforation. The lung bases are clear, and the bony elements are unremarkable. Revision surgery will not be not performed, the patient does not want the follow up procedure, surgeon will monitor the patient on an out-patient basis.